Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number on the same defect. Unfortunately without sample we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. Moreover, according to our work instruction, a slit control is realized at 100% . Checking quality database revealed no anomaly in connection with the described defect.

Event description:
According to the available information when threading the guidewire to use the product, it was observed that the slit portion of the dilator had a wider opening than usual. The product did not come into contact with blood, feces, urine, or other bodily fluids.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10205129. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information when threading the guidewire to use the product, it was observed that the slit portion of the dilator had a wider opening than usual. The product did not come into contact with blood, feces, urine, or other bodily fluids.